Manufacturer narrative:
Additional information was received that this complaint is no longer reportable as per the information available, this is a cosmetic issue and does not affect functionality of the product and hence, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in power cord. There was no patient involvement.